Event description:
It was reported the end user, who was prescribed and utilizing a concentrator, expired when a fire broke out in his home. The fire department responded to the fire within four minutes; however, the end user had already expired. The end user's home did not have electricity however, he was allegedly a smoker. An attorney representing the end user's family alleged the concentrator caused or contributed to the fire due to an oxygen leak.